Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device depleting pad-pak before expiry. There was no patient involved.

Event description:
Device depleting pad-pak before expiry. There was no patient involved.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the 21st may 2013. The pad-pak DHR for lot no. A2637 was reviewed and showed that this was 1 of 200 pad-paks manufactured in this lot. Each pad-pak was subject to a battery voltage test on the 15th june 2017 with no recorded fails for battery voltage. 197 pad-paks from this lot were despatched from heartsine on the 20th june 2017. The returned pad-pak was measured and found to be depleted. This had resulted in the device giving a ¿warning, low battery, device service required¿ prompt, as witnessed during the investigation. The battery pack was investigated, and the cells measured individually, it was found that 3 cells in the pack were completely depleted while the other 3 measured comparable to a known good pad-pak. A failure of 3 cells of this nature may have been due to an internal short within the battery pack, a manufacturing defect, or the returned pad-pak had been stored incorrectly. The battery pack was visually inspected with no obvious abnormalities observed on the failed cells. The returned sam pad device performed to specification throughout the investigation, and the battery monitoring circuitry and the device current drain were verified. Furthermore, the device was temperature cycled between 0°c and 50°c for 48 hours while performing a self-test every 20 minutes. This is equivalent to approximately 33 months of normal use without fault. Corrosion observed on the usb contact collars, and a temperature recorded outside the recommended stand-by temperature in the history log would indicate the returned sam pad device had been stored outside the recommended conditions. It is unclear if this pad-pak was stored in the same conditions as the returned device, however, if it was it may account for the failure of the cells. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.